Event description:
It was reported that the reusable fiber broke while cleaning it after its first use. It was not specified if the fiber was plugged in while cleaning prior to use for another time, or if it was at the end of the procedure at its first use. The procedure was completed with this device. There were no patient complications reported.